Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on intermittently. Additionally, it was reported that when the customer was able to get the pump screen to illuminate, the screen was still blank but "lighter grey" in color compared to the dark black display when not illuminated. Customer states after waiting a few minutes and pressing the button again, the lock screen would be displayed and customer is able to access pump features. Reportedly, the customer's blood glucose (bg) level has been impacted due to this issue; customer's bg went up to 293 mg/dl on one occurrence and was addressed with a manual correction injection and exercise. Customer confirmed that an alternate method of insulin delivery was available.